Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate any power on issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The charge paks involved with the customers reported issue were not returned for further inspection.

Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.